Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was locked down on the stomach tissue, fired and the device locked shut. It is unk how the device was removed from the tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Non conforming crimp assembly. Evaluation summary: the analysis showed that the device was received with the jaws closed on tissue and the flex neck extended from the tube. The device was loaded with a full fired reload. The flex neck was manually assembled to the tube and a test reload was loaded into the device for functional testing. The device cut, fired and formed all the staples as intended, however, the anvil did not open as the flex neck extended after attempting to release due to an insufficient h-crimp. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.